Event description:
Complained of bilateral painful breast scar contractures and ptosis. Calcifications noted on x-ray. Concerned about possible ruptured implants. Elective removal of both silicone implants. Because of the posterior paddings on the implants, the right implant could not be seperated from the implant. The right implant was found to be ruptured by pathology; the left implant was found intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.